Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after the speaker was replaced. The device was returned to the customer.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event, there was no patient involvement.